Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that temperature was not cooling on the arctic sun device and was staying at 30cs. Target temperature was 33c, patient temperature was 38.4c, water temperature was 30.5c and flow rate was 2.8lpm. Event log showed multiple alert 113 (reduced water temperature control). There was nothing blocking the device. Nurse would tell their supervisor that device needed servicing and asked for help getting another device. Per additional information received on 26apr2022, biomed was trying to calibrate the device and it was failing for an error 80 (water check time out ¿ unable to reach calibration temperature). Mss explained that this was a confirmation of the initial issue. A check of the diagnostics showed a failed mixing pump. Biomed stated they would order and replace it onsite. Per additional information received on 27apr2022, biomed stated they would like to ship device in for service and obtain another one.

Event description:
It was reported that temperature was not cooling on the arctic sun device and was staying at 30cs. Target temperature was 33c, patient temperature was 38.4c, water temperature was 30.5c and flow rate was 2.8lpm. Event log showed multiple alert 113 (reduced water temperature control). There was nothing blocking the device. Nurse would tell their supervisor that device needed servicing and asked for help getting another device. Per additional information received on 26apr2022, biomed was trying to calibrate the device and it was failing for an error 80 (water check time out ¿ unable to reach calibration temperature). Mss explained that this was a confirmation of the initial issue. A check of the diagnostics showed a failed mixing pump. Biomed stated they would order and replace it onsite. Per additional information received on 27apr2022, biomed stated they would like to ship device in for service and obtain another one.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned